Event description:
Respiratory therapist was drawing an abg on an ER pt, during a code blue. She attempted to use the safety cap. The needle bent while engaging the safety cap and stuck her in the right finger. This device is designed to prevent needle sticks.